Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device was alerting 03 (water reservoir low) and air leak . Need assistance troubleshooting. Water flow rate (wfr) was 2 l/m 4 pads connected. Patient has been on therapy for about 6 hours. Walked through stop therapy, drain pads and device alerted 07 (empty pads not complete). Had restart empty pads. Device alerted water reservoir low. Diagnostics show water reservoir level (wrl) was 0. Walked through disconnecting pads, filling device with sterile water. Advised once device was full it would stop taking up water. Advised on proper connection technique holding nowhere near clear connectors, verify audible clicks and make sure all lines straight with no bends or kinks. 2nd call same day, device alerting 113 reduced water temp control. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 37c, water temperature (wt) was 27.9c, water flow rate (wfr) was3.2 l/m. 4 pads connected with no bends or kinks. Verified good airflow to the back of the device. System diagnostics were outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 27.9c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 0, water reservoir level (wrl) was 5, system hours was 7261.7 pump hours was 7003.1. Walked through stop therapy and drained 16 ounces of water from the device. Called back 20 minutes later and water temperature (wt) was 28.4c. Advised heater had likely gone out on the device and they need to swap out for another device. Nurse stated that they had another one in the ed and would try to grab. Send to biomed labeled 113 (reduced water temperature control) for repair.

Event description:
It was reported that the arctic sun device was alerting 03 (water reservoir low) and air leak. Need assistance troubleshooting. Water flow rate (wfr) was 2 l/m 4 pads connected. Patient has been on therapy for about 6 hours. Walked through stop therapy, drain pads and device alerted 07 (empty pads not complete). Had restart empty pads. Device alerted water reservoir low. Diagnostics show water reservoir level (wrl) was 0. Walked through disconnecting pads, filling device with sterile water. Advised once device was full it would stop taking up water. Advised on proper connection technique holding nowhere near clear connectors, verify audible clicks and make sure all lines straight with no bends or kinks. 2nd call same day, device alerting 113 reduced water temp control. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 37c, water temperature (wt) was 27.9c, water flow rate (wfr) was3.2 l/m. 4 pads connected with no bends or kinks. Verified good airflow to the back of the device. System diagnostics were outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 27.9c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 0, water reservoir level (wrl) was 5, system hours was 7261.7 pump hours was 7003.1. Walked through stop therapy and drained 16 ounces of water from the device. Called back 20 minutes later and water temperature (wt) was 28.4c. Advised heater had likely gone out on the device and they need to swap out for another device. Nurse stated that they had another one in the ed and would try to grab. Send to biomed labeled 113 (reduced water temperature control) for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed as it was noted that the heater failure was isolated to all 4 heating elements internal thermal fuses as measured with a digital meter to be open measuring infinite resistance. Replaced the heater sn 1940 with sn 2314. It was also reported that the device received an air leak during use. The device went through the pm program. The air leak was able to be resolved during use and did not reoccur. Replaced the mixing pump head and circulation pump head. Replaced the drain valves and replaced both manifold o-rings on the manifold replace coin cell due to age. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.